Event description:
It was reported that during an unidentified surgical procedure, the pelvic clamp was in position for holding reduction. When the surgeon was inserting a lag screw, the pelvic clamp broke at the connecting joint. The surgeon had to remove the screw and revise the clamp using the larger version of same clamp. The procedure was completed without further incident or any adverse event to the patient. This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The hardness was checked and found to be conforming at 47.8hrc. Product development evaluation reveals that the returned device was received in 2 pieces. The pivot pin portion had broken off and was not returned for evaluation. Small spots of corrosion were seen in multiple locations. Corrosion was observed in the area where the pivot pin broke off. The pivot piece that had broken off during the procedure was not returned for evaluation, and without that piece, it is very difficult to determine the root cause of the failure. However, the pivot piece looks to be pressed in and possibly welded to one half of the forceps. Very high loads can be placed on these forceps, through the pivot point. The manufacturing configuration for attaching the pivot point piece may not be the most robust for this application. When looking at a similar forceps which is used for the same purpose (longer length for larger patients), the pivot point is attached differently. The pivot point on the longer forceps appears to be threaded in from the opposite side of the attachment for the other half of the forceps. This would be more robust as the pivot point would have to pull through the threads and the entire thickness of the forceps. The returned device was manufactured in january 2008 and was over 4 years old at the time of the complaint. Based on the evaluation of the returned part and a comparison to a very similar instrument, it appears that the connection of the pivot point was not robust enough to handle the loads applied. For this particular instrument, this observation is sufficient to support the finding that the robustness of the pivot connection is not adequate. It is recommended that the pivot point connection be changed to be comparable to the longer forceps. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.